Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited non-sustained ventricular over-sensing due to myopotential over-sensing. It was noted that the episodes happened during a procedure where the patient was receiving a stent. No intervention was performed. The patient was in stable condition.